Manufacturer narrative:
(B)(4). It was reported that the device failed to charge battery and does not work on ac power. It does not show any indication of ac power when connected to mains. On reviewing the device logs, it was observed that the device was running on battery power since (B)(6) 2026. On (B)(6) 2026 the device alarmed for battery low and later switched into ambient (tf444001). According to the log files the event occurred during ventilation. Although, a patient was involved, no harm occurred and no medical intervention was necessary. The root cause of the event was determined to be a defective power supply. After replacing the power supply the device passed all test and was released for use. No further problems have been reported, no additional investigation is deemed necessary at this time. This case is considered as closed.

Event description:
Hamilton medical ag received the following event description: unit is not working with mains. No charging indication. - no patient involvement - no intervention necessary